Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a lack of efficacy. They tried to perform a catheter dye study but were not able to aspirate through the cap (catheter access port). They were going to fill the pump with saline. In follow-up on (B)(6) 2011, the hcp reported that an MRI had been done, the cause of the event was unknown. The device system had been used to deliver hydromorphone (4.0 mg/ml) at 1.7587 mg/day.